Event description:
Note: this report pertains to one rapid exchange, three tandem xl, and two contour ercp cannula used in the same procedure. It was reported to boston scientific corporation that a rapid exchange was used in the "small bowel" during a duodenal stent procedure. The exact procedure date was unknown. During the procedure, there was difficulty advancing the rapid exchange over the guidewire. Similar problem happened when another three tandem xl and two contour ercp cannula were used. It was reported that the devices were "seemed to be incompatible." The patient was rescheduled for another procedure to have the stent placed. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf impact code f05 is being used to capture the reportable event of rescheduled procedure.